Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation caused by the lifevest. The patient reported that the garment was tight causing discomfort. There is no allegation of a device malfunction. There is no indication of bleeding, open sores or a sustained serious injury. The patient consulted his physician who recommended a cream. Follow-up indicated that the irritation had improved.